Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position; subsequently a leak was noted. The primary tubing set was being used to deliver and unspecified volume of lactated ringers, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set to deliver an unspecified medication. After an unspecified length of time, if was reported that after the nurse disconnected the male adapter of the secondary tubing set from the proximal clave y-site of the primary tubing set, the clave port remained in the depressed position and a leak of an unspecified volume of solution was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use in unknown. The customer identified one possible lot number (plots). The possible lot number is 221985h. A representative device from the same lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.